Event description:
It was reported that during an arthroscopic procedure on the shoulder, the tip of the unit broke off in the pt. It was further reported that the broken piece was removed. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.